Event description:
A (B)(6) year old male patient experienced a witnessed out of hospital cardiac arrest and was enrolled into the (B)(6) trial on (B)(6) 2015. The quattro catheter was inserted into the right femoral vein without any issues. Rewarming was initiated at 09:00 on (B)(6) 2015, at a speed of 0.2 °c/hour. On (B)(6) 2015 a leak in the quattro catheter was discovered during rewarming. The catheter was subsequently removed. On (B)(6) 2015 at 07:26, the patient experienced thrombocytopenia (low blood platelet count), which resulted in prolonged hospitalization. On (B)(6) 2015, the patient experienced clinically significant hematoma and was treated with 4 blood transfusions and an abdominal CT scan was performed without contrast. However, the results were not provided. On the same day the patient also received sodium heparin, however this was discontinued after the physician determined that the patient was allergic to heparin. On (B)(6) 2015 the patient's platelet count was 109x 10e3/ul. The thrombocytopenia became serious on (B)(6) 2015 as the patient's platelet count had dropped to 87x10e3/ul, therefore the patient received a platelet transfusion on (B)(6) 2015, and the patient's platelet count had improved with a value of 188x10e3/ul. However, the patient then experienced acute renal failure and had a creatinine value of 3.11 mg/dl. This was resolved without sequelae and the patient was discharged from the hospital on (B)(6) 2015 at 10:07. The patient spent a total of (B)(6) days in the hospital. No further information was provided.

Manufacturer narrative:
The zoll quattro catheter was returned to the manufacturer for evaluation. The catheter was received in a vacuumed sealed plastic container. The catheter appeared to have been cleaned as there were no traces of blood in the balloons, infusion ports and/or luered tubings. All luered extension tubings were able to flush without any obstructions. Functional testing was performed by connecting the catheter to a pressure inflation device. With the "out" luer capped, the balloons were pressurized up to 100 psi. A bond leak was observed at the distal bond of the medial 2 balloon instantly upon pressurization. All balloons were able to successfully deflate following the pressurization test and no other anomalies were found. A review of the manufacturing documentation associated with lot 51152 was performed and there were no nonconformances during the manufacturing process, related to the reported complaint. Evaluation of the returned catheter confirmed the reported issue of the catheter leak as a bond leak was observed at the distal bond of the medial balloon. The leak was confirmed during functional testing. The potential cause of the bond leak is likely due to a latent hairline deformity in the bond area that eventually leaked under pressure. This is a remote failure which is reflected by the manufacturer's low balloon failure rate. All catheters are subjected to 100% inspection and are tested prior to and during the catheter assembly process to ensure visual, structural and functional integrity. In summary, the catheter was inserted into the right femoral vein on (B)(6) 2015 and was removed on (B)(6) 2015. Thrombocytopenia started on (B)(6) 2015 and stopped on (B)(6) 2015. The patient was anticoagulated because he had a valvula implant and was administered heparin. The patient developed heparin induced thrombocytopenia and therefore heparin was stopped. The patient had 87x10e3/ul platelet values on (B)(6) 2015 and received 2 pool platelets transfusion. It was confirmed that the patient had positive antibodies and it was later learned that the patient was allergic to heparin. The patient subsequently developed a clinically significant hematoma. Based on the information provided by the clinical site, the thrombocytopenia developed the next day after the catheter was removed and after the patient was given a heparin injection. The event was not related to the study device or procedure as the device was not in the vasculature at the time. The event occurred after the heparin injection and is related to the patient's confirmed allergy to heparin. There is no causal relationship between the balloon bond leak and these events.

Event description:
Additional information was received from the clinical site indicating that the catheter was inserted on (B)(6) 2015 and was removed on (B)(6) 2015. The site also indicated that the patient was anticoagulated because he had a valvula implant.

Manufacturer narrative:
Per the study site, the reported thrombocytopenia and hematoma were considered serious which resulted in prolonged hospitalization. Per the site, the events were probably related to the sodium heparin that was administered to the patient. However, the relationship between the heparin coating of the zoll quattro catheter and these events cannot be ruled out. Product in complaint was returned to zoll on (B)(6) 2015 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.